Event description:
Reporter stated that pt was taken to the ER (via ambulance) the last two days due to low blood glucose (46 mg/dl and 36 mg/dl the following day). Paramedics treated the pt with d-50.